Event description:
A pump declared a cartridge change error, but there was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge and inspect the o-ring, which was found intact, and to clean any debris from the pneumatic tap area. After following the instructions to reattach the cartridge and complete the loading process, the customer successfully resumed insulin delivery.